Event description:
The patient was implanted with biventricular paracorporeal ventricular assist devices. It was reported that the right ventricular assist device (rvad) was without flash since (B)(6) /2015. An echocardiogram performed on (B)(6) 2015 revealed a collapse/compression of the rvad outflow graft due to possible tamponade. The patient was taken back to the or for a chest washout. It was reported that significant thrombus was removed. Flows returned back to normal with fill present. It was noted that the patient had diffuse oozing and a chest tube was placed. The patient left the or with the chest open. It was also reported that on (B)(6) 2015 the patient developed unspecified signs and symptoms of a cerebrovascular accident (cva). On (B)(6) 2015 a head CT was performed and the findings revealed a subarachnoid hemorrhage. It was noted that it was uncertain if the cva was device/anticoagulation related. No additional information was provided.

Manufacturer narrative:
(B)(4). A correlation between the device and the reported event could not be conclusively determined as no product was available for investigation. The instructions for use lists thromboembolism and stroke as potential adverse events that may be associated with use of the pvad ventricular assist device. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was received on (B)(6) 2015 indicating that the console was alarming due to a loss of fill light on both the left and right ventricular assist devices. It was mentioned that the patient was designated as do-not-resuscitate and that the patient's surgeon was not planning to go back to the or. The customer only wanted the console to be quiet so that the patient's family could visit with the patient peacefully. It was mentioned that the surgeons believed there were potential clots in both pumps. It was reported that the fill light for the lvad came back on (however would still go off intermittently) once the nurse lengthened the filling time by decreasing the beat rate and percent systole. It was mentioned that they were unable to get fill light on the rvad, and they never had been able to get a flashlight test on the rvad. It was reported that the surgeon decided no more changes were to be made and that no further treatment was planned. It was noted that the electrical leads were disconnected from the console and pump to stop the loss of fill light alarms from going off. The patient expired on (B)(6) 2015 after support was withdrawn. It was believed that the pumps would not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Approximate age of device - 14 days. (Calculated from the date when the rvad was placed.) No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Corrected information: it was noted that the lvad medwatch MFR number was inadvertently omitted from medwatch follow-up report #1. The report for the lvad is covered under medwatch MFR# 2916596-2015-01249. No further information was provided. The manufacturer is closing the file on this event.